Event description:
Healthcare professional reported patient implanted with xen®45 gts in right eye. "Temporal mce" on cornea, "moderate chemosis" in conjunctiva, "3+ cell and flare with pigment" in anterior chamber reported pod 1, treated with prednisolone/ bromfenac and oflaxacin. "1mm superior abrasion with epithelial flab" on cornea pod 4. "Mild [superficial punctate keratitis]" observed pod 26, treated with kenalog injection on bleb, erythromycin, prednisone, and prednisolone; "suspected inflammatory reaction to xen" on pod 34, treated with durezol; "treating as hsv scleritis (deemed not device related)" pod 35, treated with valacyclovir until device explanted pod 126. Symptoms remain ongoing/unresolved.

Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event is a known potential adverse event addressed in the product labeling.